Event description:
The hospital reported that during a coronary artery bypass procedure, the hs iii proximal seal failed to deploy. A replacement device was used to complete the procedure the hospital did not report any patient effects. The product wil be returned.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage and slight evidence of blood. The delivery device was returned outside th loading device. The tension spring assembly, seal and anchor were inside the loading device. The blue slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed for fail to load. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).